Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned for evaluation. The evaluation is still underway. An initial evaluation consisted of a review of the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. There is no indication of a device malfunction that contributed to the patient passing.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 at 3:28 am while wearing the lifevest. The death was reported to be cardiac related. The patient was reported to have been alert and in bed when the event started and the device began alarming. The patient was transported to the hospital where he later passed away. Per review of the downloaded ECG and flag data, the device first began alarming at 12:43:07 am. The patient experienced frequent arrhythmia alarms between 12:43:07 and 02:33:12 am. The patient's rhythm was atrial fibrillation (af) with nsvt, pvcs and motion artifact. The response buttons were used intermittently, appropriately preventing a treatment. At 02:34:39 the device again entered the treatment sequence. The patient's rhythm was af with motion artifact. The patient received two inappropriate treatments during af. Motion artifact contributed to the false detection. The post-shock rhythm of both treatments remained af with nsvt. The patient did not use the response buttons prior to either treatment. The response buttons were used intermittently during two additional arrhythmia alarms between 02:39:43 and 02:40:38. At 02:55:41, the device detected and alarmed for vf. Treatments 3 - 10 were delivered between 02:56:11 and 03:01:22 while the patient was in vf. Treatments 3, 4, 5, 7, 8, and 9 were unable to convert the patient's vf. Treatment 6 (02:59:10) had a 2 beat conversion that transitioned to vt at 270 bpm before degrading back to vf. Treatment 10 (03:01:22) had a post-shock rhythm obscured by CPR artifact followed by af at 40 bpm and more CPR artifact. The final treatment, treatment 11, was delivered at 03:01:57 am. The rhythm at the time of the treatment was obscured by CPR artifact. The post-shock rhythm was obscured by CPR artifact followed by af at 30 bpm. From 03:07:28 to 03:12:49, the device detected and alarmed for asystole. The ECG recordings indicated the patient was in af degrading to asystole with CPR artifact visible. Several manual ECG recordings were taken between 03:29:29 and 03:39:56 am revealing motion artifact. The electrode belt was disconnected at 03:40:11.

Manufacturer narrative:
Follow up report - additional information - device evaluation ((B)(6) 2017): device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified, but is consistent with damage caused by external defibrillations during resuscitation efforts. Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned for evaluation. The evaluation is still underway. An initial evaluation consisted of a review of the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. There is no indication of a device malfunction that contributed to the patient passing.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) at 3:28 am while wearing the lifevest. The death was reported to be cardiac related. The patient was reported to have been alert and in bed when the event started and the device began alarming. The patient was transported to the hospital where he later passed away. Per review of the downloaded ECG and flag data, the device first began alarming at 12:43:07 am. The patient experienced frequent arrhythmia alarms between 12:43:07 and 02:33:12 am. The patient's rhythm was atrial fibrillation (af) with nsvt, pvcs and motion artifact. The response buttons were used intermittently, appropriately preventing a treatment. At 02:34:39 the device again entered the treatment sequence. The patient's rhythm was af with motion artifact. The patient received two inappropriate treatments during af. Motion artifact contributed to the false detection. The post-shock rhythm of both treatments remained af with nsvt. The patient did not use the response buttons prior to either treatment. The response buttons were used intermittently during two additional arrhythmia alarms between 02:39:43 and 02:40:38. At 02:55:41 the device detected and alarmed for vf. Treatments 3 - 10 were delivered between 02:56:11 and 03:01:22 while the patient was in vf. Treatments 3, 4, 5, 7, 8, and 9 were unable to convert the patient's vf. Treatment 6 (02:59:10) had a 2 beat conversion that transitioned to vt at 270 bpm before degrading back to vf. Treatment 10 (03:01:22) had a post-shock rhythm obscured by CPR artifact followed by af at 40 bpm and more CPR artifact. The final treatment, treatment 11, was delivered at 03:01:57 am. The rhythm at the time of the treatment was obscured by CPR artifact. The post-shock rhythm was obscured by CPR artifact followed by af at 30 bpm. From 03:07:28 to 03:12:49 the device detected and alarmed for asystole. The ECG recordings indicated the patient was in af degrading to asystole with CPR artifact visible. Several manual ECG recordings were taken between 03:29:29 and 03:39:56 am revealing motion artifact. The electrode belt was disconnected at 03:40:11.